Event description:
A customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that therapy connector is loosed. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the therapy connector, however further root cause could not be determined.

Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: 99400-000280. A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that therapy connector is loosed. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.